Event description:
Return reason: the customer reported the balloon did not inflate. Analysis determined: investigation found that the balloon extension's stopcock has a very slow leak between it's housing and core when turned in one position. Even so, the balloon can be inflated and remains inflated within dimensional specification for over 10 mins in either stopcock position. Device history shows there was no other returns of this type from this work order. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.